Manufacturer narrative:
Concomitant medical products: product ID: 37713, serial#: (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient that was implanted with two implantable neurostimulators (ins). It was reported that one of the inss reached end of service (eos). The patient may have had three overdischarges. The battery could still be interrogated. The impedance measurements with electrode 10 were >10,000 ohms. The other ins was over the nine year cut off and still seemed to be working. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the eos was considered longer than normal. Three overdischarges were not confirmed. The cause of the high impedances was not known, maybe damaged electrode. There were no patient symptoms. The intervention taken to resolve the eos and high impedances was replacement was scheduled, but was cancelled temporarily. The event will not resolve until the revision. The patient¿s indication for use included chronic back pain.